Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing troubleshooting. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not attempting to resolve the alarm and not performing rinseback. The user's guide provides adequate instructions for troubleshooting system alarms and instructs the operator to perform a power cycle by turning the cycler off and then on again. The user's guide further instructs the operator to promptly rinseback the patients' blood in the event of an unrecoverable alarm. The exact cause of the system alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has bene notified. There have bene no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.